Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation and legal manufacturer investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the lever on the angle joint was stuck. There was no patient involvement.